Event description:
Additional information received reported the issue was with the patient programmer. The reporter thought the batteries leaked in the programmer causing it not to work, but they were not sure. The reporter further stated that nothing was wrong with the implantable neurostimulator (ins). The patient had an appointment with their healthcare professional (hcp) coming up to have their device checked. The patient met with their hcp once a month to have the device checked since the programmer was lost.

Event description:
It was reported the patient had a return of symptoms and their device or therapy was not working. The patient had not had any falls or accidents. In (B)(6) 2015, the batteries in the patient programmer had exploded and leaked everywhere. The programmer was not working and the patient needed a new programmer. The programmer was rarely used and looked brand new, but it was damaged. The patient¿s healthcare professional (hcp) reported that despite some issues with managing the patient¿s therapy, they were stable now. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a consumer reported the patient programmer was broken. The programmer battery got rusted. The patient cleaned the battery compartment out, but the programmer did not do anything. New batteries were tried. A consumer later reported the patient programmer battery had corrosion and needed to be replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, product type: programmer, patient. (B)(4).